Event description:
It was reported that the patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely dysacusis on the implanted ear. This hearing disorder might explain for the poor outcomes, which did not improve after ipsilateral re-implantation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient was re-implanted on (B)(6) 2014. Additional information received stated that the patient has dysacusis on the implanted ear. Therefore, the clinic first intended to implant the contralateral ear, but then decided to re-implant on the same side.